Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery) and open book image. The customer stated that the pump was exposed to water. The customer reported no adverse event. The event involved product(s) mmt-1884l.troubleshooting was performed for the pump error alarms, and the customer was able to clear the error and complete a rewind if requested. Troubleshooting was performed for the blank display, and the customer reported that the battery cap contacts are missing, damaged, and/or corroded. Troubleshooting was performed for the fluid in pump (pump exposed to fluid) customer reported that the pump was exposed to moisture, and fluid was present in the battery compartment. The customer reported damage to the battery cap. Troubleshooting was performed for the open book image, and the serialized device will be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The p-cap locks properly into the reservoir compartment. The pump was received with the critical pump error during boot up. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to the critical pump error. Pump history files and traces successfully downloaded using thump. Pump error 35 was confirmed in the history file [june 11, 2025 at 18:09]. Pump error 35 triggered the critical pump error. The pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay and corroded battery tube missing battery cap contact unknown due to not being received with original cap. Pump error 35 and the critical pump error were confirmed during analysis due to moisture damage on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.